Event description:
When a left ventricular assist device (lvad) patient stood up to take a walk, the cap of the lvad case was noted to be loose. The biomedical engineer at the site tightened the cap using a cap wrench, which took care of the problem. Visual examination of the vad blood pump showed no signs of cracks. The vad continued to operate normally and there was no reported effect on the pt. The pt was successfully transplanted 5 days after the incident. The explanted vad was returned to thoratec and is undergoing evalution. Any necessary corrective action will be determined upon completion of the failure investigation.